Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead of this pacemaker system was scheduled for lead revision due to elevated thresholds. It was noted that this pacemaker system was implanted less than a month ago, and the battery of this pacemaker was suspected to be depleting prematurely with a remaining battery longevity estimate of 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, fluctuated from 600 ohms to low, out-of-range pace impedance measurements less than 200 ohms. Upon switching to unipolar, battery power consumption and impedance measurements appeared within range. Due to the observed high rate of battery consumption and low rv bipolar pace impedance measurements, a gate oxide anomaly was suspected with the possibility of associated lead integrity concerns. Urgent replacement of both, the pacemaker and the lbb rv lead, was recommended. Subsequently, both the pacemaker and rv lead were explanted less than a month after implant. It was noted that during the procedure, a small amount of torque was applied to the lbb rv lead, and the lbb rv lead pulled apart upon explant. Technical services (ts) discussed possible causes, however the cause was unclear. During the same procedure, a secondary lead implant was attempted due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead of this pacemaker system was scheduled for lead revision due to elevated thresholds. It was noted that this pacemaker system was implanted less than a month ago, and the battery of this pacemaker was suspected to be depleting prematurely with a remaining battery longevity estimate of 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, fluctuated from 600 ohms to low, out-of-range pace impedance measurements less than 200 ohms. Upon switching to unipolar, battery power consumption and impedance measurements appeared within range. Due to the observed high rate of battery consumption and low rv bipolar pace impedance measurements, a gate oxide anomaly was suspected with the possibility of associated lead integrity concerns. Urgent replacement of both, the pacemaker and the lbb rv lead, was recommended. Subsequently, both the pacemaker and rv lead were explanted less than a month after implant. It was noted that during the procedure, a small amount of torque was applied to the lbb rv lead, and the lbb rv lead pulled apart upon explant. Technical services (ts) discussed possible causes; however, the cause was unclear. During the same procedure, a secondary lead implant was attempted due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported high-rate battery consumption and low right ventricular bipolar pace impedance measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported high-rate battery consumption and low right ventricular bipolar pace impedance measurements. Correction to h6: added device code low impedance/a072202.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported high rate battery consumption and low right ventricular bipolar pace impedance measurements. The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead of this pacemaker system was scheduled for lead revision due to elevated thresholds. It was noted that this pacemaker system was implanted less than a month ago, and the battery of this pacemaker was suspected to be depleting prematurely with a remaining battery longevity estimate of 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additionally, fluctuated from 600 ohms to low, out-of-range pace impedance measurements less than 200 ohms. Upon switching to unipolar, battery power consumption and impedance measurements appeared within range. Due to the observed high rate of battery consumption and low rv bipolar pace impedance measurements, a gate oxide anomaly was suspected with the possibility of associated lead integrity concerns. Urgent replacement of both, the pacemaker and the lbb rv lead, was recommended. Subsequently, both the pacemaker and rv lead were explanted less than a month after implant. It was noted that during the procedure, a small amount of torque was applied to the lbb rv lead, and the lbb rv lead pulled apart upon explant. Technical services (ts) discussed possible causes, however the cause was unclear. During the same procedure, a secondary lead implant was attempted due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.